Event description:
The customer reported there was no vacuum during surgery. There was a delay in the surgery, but the surgeon was able to complete case. No pt injury was reported. The rest of the cases for the day were cancelled. No further info received.

Manufacturer narrative:
The company service rep examined the system, with the system meeting all product specs. The customer's handpiece had a vacuum leak. The handpiece was not returned for eval, and therefore the reported issue could not be replicated, and root cause could not be confirmed. There were no additional complaint reports for the system. A review of complaint trend indicates no adverse trends for the reported issue. There were no additional service requests related to the reported event. This report mailed in to FDA on: 02/29/2008.